Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they had a hypoglycemic seizure and their boyfriend called the ambulance. At the time of event the patient stated the cgm had been displaying 80 mg/dl compared to a bg meter reading of 38 mg/dl. When the paramedics arrived, they checked the patient¿s blood glucose, but the patient could not recall what the value was. They were administered a glucagon shot and was transported to the hospital around 11:00pm. The patient was monitored and had their blood glucose checked every 30 minutes and was given snacks to bring their blood sugar back up. While in the hospital they checked the patient¿s kidney functions and performed an ultrasound as the patient was pregnant at the time. The patient was released from the hospital at 2:00am. At the time of contact, the patient was doing good. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. It was reported that the patient used cgm while pregnant or while on dialysis against user guide recommendations. Labeling indicates: do not use the g6 if you are pregnant, on dialysis, or critically ill. It is not known how different conditions or medications common to theses populations may affect performance of the system. G6 readings may be inaccurate in these populations. No additional event or patient information is available.